Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: materials manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device totally disintegrated when touched and removed from sterile packaging. The device was not inserted into the patient. The patient was in fine condition. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 27february2021: no damage was noticed on the package. Procedure was a neuro intervention. The device was stored in a pyxis system. Hemostasis was achieved by using a different angio-seal device. The patient was stable. The estimated blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. Two 6f angio-seal vip devices were returned together for product evaluation. Sheath, locator, and carrier tube assembly were returned along with the header bag for both the devices. For first device, the locator and sheath were mated together, and the sheath cracked and broke into several pieces. Carrier tube was unused, and the device sleeve was in rear lock position. There was slight yellow discoloration observed on the sheath. For second device, the carrier tube shaft was inserted through the sheath hub. No portion of the sheath shaft was returned. Only the hub was available, and it appeared that the whole shaft crumbled. The returned pieces of the hemostasis tube were checked for maneuverability and it shattered upon application of minor force. No other visual anomalies were noted with the returned components. The complaint could be confirmed for fracture of the sheath upon investigation. The sheath was found brittle upon application of the minor force. CAPA has been initiated to investigate this issue in the past and a notification was sent to CAPA owner.